Event description:
The contact at the facility reported that during a procedure to coil a 6mm x 4mm x 2.9mm posterior communicating artery, the surgeon could not detach the presidio (pc410051730/c16446) coil. During the surgery, the surgeon could not detach the coil although many attempts were made. He had to change to a same like coil (details unknown) to complete the surgery. There was no report on patient injury. At the time of the initial contact the product was not available for return. There was no significant clinical delay to the procedure due to the issue. There were no damages noted to the device prior to or after use. The coil was successfully removed from the patient. The coil was not stretched when it was removed. The coil was still attached to the delivery system when removed from the patient. The presidio (pc410051730, lot c16446) will not be returned, therefore the root cause of the coils failure to detach cannot be determined. An enpower detachment control box was used in the procedure. A low battery light was not used during the case. New batteries were used. No fault light was seen. All lights illuminated when pressing the power button. During the detachment cycle the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box were used with subsequent coils.

Manufacturer narrative:
The product was returned. Observing the returned product: the 17 centimeters long coil was returned stretched 31.0 centimeters long. The coil was unraveled out of the soldered section. A large protein mass capable of producing coil damage was found on the stretched coil. The circumstances of how and when this unreported coil damage occurred cannot be determined. It should be noted that the stretched coil required a high powered microscope to find this damage as the unaided eye could not see this damaged coil condition. The distal coil section still retained its secondary shaping. The detachment fiber did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils non-detachment was most likely due to wiring damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was not stated that a pre-deployment electrical test was completed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of the damages cannot be confirmed. The coil was also returned stretched and there was a large protein mass associated however the circumstances of how those visual damages occurred also could not be confirmed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The presidio (pc4100517-30, lot c16446) will not be returned, therefore the root cause of the coils failure to detach cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.